Manufacturer narrative:
(B)(4): some plastic material deformation on screw head/driver interface features noted. Witnessed marks on underside of screw head appear to show screw head back-out, witnessed marks past anti-migration features. "Screw head" witnessed mark of interface between screw head diameter and anti-migration wire noted on approximately 110 degrees of circumferences, and measures approximately 0.22mm; nominal value by design is 0.56mm, suggesting screw angulation may have resulted in sub-optimal screw retention, which contributed to eventual back-out of screw. Head diameter is found to be within print specification. Additionally, witnessed marks on superior side of interbody device suggest a flat proximal/distal trajectory as well as possible angulation in the medial/lateral direction. The films show that the peek cage is in good position above solid acdf with autograft and screw. Second post op film shows back-out of upper screw. Upper screw trajectory appears flat. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a cervical procedure using the cage at adjacent level of c4-c6. At 29 days of regular follow-up, the x-ray revealed the upper fixation screw had backed out over the locking wire about 2mm. The revision surgery was performed approximately one month post op. The cage was removed. Cornerstone bone graft and anterior fixation plate was implanted at the revision surgery. No patient complications were reported after the revision surgery.